Manufacturer narrative:
An investigation was initiated into your report citing the product tore in the middle of the pack in a diagonal fashion. The sample returned indicated the same defect as reported. All product seals are intact without voids. Also, the sample did not appear to be cut with a knife as the opening is jagged. Film structure was measured at 0.00275 with a specification of 0.00275" ± 10%. At this time it could not be determined what caused the pouch to fail in this manner. The device history records (DHR) for lot v3b012 was reviewed and no issues were documented during manufacturing of this lot. A review of this product catalog number identified no trends being detected for this issue.

Event description:
Customer reported that in early (B)(6), when a nurse squeezed a hot pack to activate it, it torn in the middle of the pack in a diagonal fashion. The contents got on her face and in her eyes. They flushed with water and she saw a doctor.